Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation, if other specify, remedial action, imdrf annex a, g, b, c and d grids, manufacturer narrative. Omit: a050701 - failure to align (2522), g0405203 - clamp , b21 - type of investigation not yet determined, c07 - mechanical problem identified. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.